Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process while customer followed prompts and removed used cartridge as instructed. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance on proper loading technique, successfully loaded new cartridge, resumed insulin therapy, and issue was resolved; lot information for cartridge was unavailable.